Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ IV catheters were leaking. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the bd insyte¿ IV catheters were leaking. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: as there was no sample and photo returned for the investigation, review of the past 12 months qn was performed. There was no related qn reported. In addition, catheter leak test were performed during outgoing inspection. All batches will be released only upon passed the outgoing inspection. The nonconformance cannot be confirmed as no actual sample was returned for investigation. Therefore, root cause cannot be determined. The complaint will be reopened if the sample is returned for investigation.